Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and planned to follow up once they had access to their charging supplies.